Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger was resetting and unable to charge a test battery pack. Upon evaluation, the q1 current controlling transistor was shorted. The cause of the resets and inability to charge a battery pack is the shorted transistor. The root cause of the shorted transistor cannot be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it was resetting.